Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a microcentrifuge vial; dry with debris on product. Visual inspection found optic torn and haptic torn with debris on lens and a peice of lens is missing. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while loading a 12.6mm vicmo12.6 implantable collamer lens, diopter -11.5 into the injector, the lens tore/broke. This occurred on (B)(6) 2020. An alternate lens was successfully implanted. The cause of the event is reported as unknown.